Manufacturer narrative:
Evaluation narrative - three fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) showed t1 is free from the inserter needle but remains attached to the suture. T2 remains on the insertion needle. The actuator is in the t2 pre-deployment position. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. As a result of the test t2 deployed as intended. Reported simultaneous deployment cannot be confirmed. Visual assessment of sample (b) showed t2 remains on the inserter needle. No suture was returned and t1 is also missing. The actuator is in the t2 post-deployment position. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. As a result of the test t2 deployed from the needle as intended. Reported simultaneous deployment cannot be confirmed. Visual assessment of sample (c) showed t2 remains on the inserter needle. No suture was returned and t1 is also missing. The actuator is in the t2 post-deployment position. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. As a result of the test t2 deployed from the needle as intended. Reported simultaneous deployment cannot be confirmed. Reported complaint of simultaneous deployment could not be confirmed. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4)

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the curved fast-fix 360 during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.